Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported through the japanese tavi case registry, approximately 6 months post tavr procedure with a 20mm sapien 3 valve, valve thrombosis was observed. However, a follow up CT revealed hypo-attenuated leaflet thickening (halt). Approximately four days post onset, the patient was hospitalized to change the medication due to the patient's age and location. The antiplatelet drug was stopped, and warfarin was introduced. On the 1 year follow up CT, the halt was noted to have disappeared.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: s3 thv with commander delivery system, japan, and procedural training manual. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for leaflet thickened/halt was unable to be confirmed as no imagery/medical record were provided for evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, '6 months post tavr procedure, follow up CT revealed that hypo-attenuated leaflet thickening (halt). Four days after onset day, the patient was hospitalized to change the drug since the patient was old and lived far away. An antiplatelet drug was stopped and introducing warfarin. On 1 year follow up CT revealed that the halt was disappeared.' In this case, the patient was switching the prescribed from anti-platelet to warfarin (anticoagulant), which may suspect the ineffectiveness of anti-platelet to treat the thrombus. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve. Per training manual, 'thv recipient should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated'. Inadequate anticoagulant/ antiplatelet therapy after valve implant could potentially result in valve thrombosis/ leaflets thickening. As such, available information suggest patient factors (thrombosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.